Event description:
It was reported the procedure was being performed on a (B)(6) female pt in the care unit. The catheter was being placed into the pt's right internal jugular vein. After the catheter was in place, they attempted to remove the spring wire guide. The wire was hard to remove and unraveled but was removed intact and the catheter was left in position. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.